Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Device explanted. The user's hearing performance is reported to have suddenly become worse in (B)(6) 2018. Trauma was denied by the parents of the user. Reimplantation was carried out.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Device explanted. The user's hearing performance is reported to have suddenly become worse in (B)(6) 2018. Problems with the external devices were excluded. Trauma was denied by the parents of the user. Reimplantation was carried out on the (B)(6) 2018.